Manufacturer narrative:
This complaint was further reviewed and investigated on 21may2024 and it was determined that this issue was not confirmed. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was downloaded successfully. The returned sensor was further investigated and de-cased. A visual inspection of a de-cased sensor revealed glue over the test points for the poise voltage. Although the glue does not compromise the functionality of the sensor for the user, it does prevent a poise voltage test from being performed using approved software. A connector key with sim vivo (simulation of the electrical signal produced by the sensor tail) test fixture was used to perform source measure unit (smu) testing and poise voltage. Smu test, poise voltage and sensor thermistor testing were all within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Section h6 has also been updated, as the final investigation resolution of the case was updated from confirmed to not confirmed as per the additional investigation completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was downloaded successfully, and sensor data was analyzed. The sensor termination with an internal leak detected error was observed. The returned sensor was further investigated and de-cased. A visual inspection of a de-cased sensor revealed liquid contamination on the pcba (printed circuit board assembly) was observed. The sensor error corresponds to the liquid contamination, indicating that the pucks algorithm detects liquid ingress and validates its presence on the board. Therefore, this issue is confirmed due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.